Event description:
On (B)(6) 2011, initial surgery was done for medial malleolar fracture.after two months, no problem was found in x-ray.after three months, one of the screws which was inserted in malleolus medialis was found backed out.the patient has no pain now.the patient has osteoporosis and diabetes mellitus.the patient condition is now being monitored.

Manufacturer narrative:
The devices associated with this report were not returned, however, provided x-rays confirm the screws backed out. Although the exact cause of the back-out condition could not be determined, provided information states the patient has osteoporosis and diabetes mellitus. A search of the complaint database found no prior reports for this part and lot number combination. (B)(4), the manufacturing facility, stated the lot history record was reviewed for completeness during the release process to inventory. At the time of release for distribution, no discrepancies were noted for the products being accepted. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.